Event description:
It was reported that the healthcare professional (hcp) contacted technical services (ts) to review episodes recorded on the cardiac resynchronization therapy defibrillator (crt-d). Ts noted the likely presence of myopotential noise and oversensing in the right ventricular (rv) channel, which resulted in a pacing inhibition lasting 2.5 seconds. The rv lead was noted to be a non-boston scientific device. Noisy signals were also observed on the right atrial (ra) channel. After system evaluation ts provided reprogramming and alert considerations and continued monitoring was planned. The device remains in service. No additional adverse patient effects were reported.